Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. The anesthesia system was investigated by our field service engineer. The reported failure was reproduced and it was found that the inspiratory pressure transducer pcb was faulty. It was replaced which solved the issue. The inspiratory pressure transducer pcb was returned for investigation. The investigation of the returned inspiratory pressure transducer pcb found no visual deviations or damages on the pcb. Simulated use testing of the returned pcb confirmed a zero pressure offset drift in the pressure sensor. The pressure sensor on the inspiratory pressure transducer pcb was broken. The evaluation of the received system device logs confirm the reported technical error codes. The logs also showed that the system checkout failed in the pressure transducer test due to the zero pressure offset for the inspiratory pressure transducer pcb had drifted outside defined intervals (drifted more than +/-300 mv from factory default). The measured zero pressure offset was 5 v and normally the pressure transducer pcb has a factory calibrated zero pressure offset value around 2 v. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that the reported failure was caused by a broken pressure sensor on the inspiratory pressure transducer pcb. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: flow-I, corrected brand name: flow-I c20 anesthesia system, d4 ¿ version or model # - previous version or model #: flow-I c20, corrected version or model #: 6888520, d4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4), h4 ¿ manufacture date - previous manufacturing date: 08/06/2020, corrected manufacturing date: 07/01/2020.

Event description:
Manufacturers' reference#: (B)(4).

Event description:
It was reported that while the anesthesia system was used for treatment it generated two technical error codes indicating airway pressure sensor error. There was no patient harm. Manufacturer's reference #: (B)(4).